Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited high out-of-range defibrillation impedance. No intervention was performed. No patient consequences were reported.